Event description:
Surgeon was using ethicon stapler and the stapler was not able to seal the vessel when performing a left nephrectomy. There was massive bleeding from the aorta and vascular needed to be called into the room. With assistance and guidance from the vascular surgeon, the bleeding was able to be controlled. Stapler was handed into the manager. During a critical part of the case, the surgeon was pulled away to another room due to a miscommunication with the surgeon and surgical resident and a different patient was intubated and ready to start another case. Another urology surgeon was present at the time and there was no delay with repairing the bleeding site.